Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of inappropriate mode switch due to noise was noted on the atrial lead. Noise was reproduced during provocative testing and pocket manipulation. However, the physician did not perform any intervention. The patient was stable and will continue to be monitored.